Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 50 mg/dl. Customer did not believe the insulin pump malfunctioned and blamed their body for the low blood glucose. Customer advised their phone battery was about to finish and that they would call back the following day in order to complete the troubleshooting process.